Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was implanted on (B)(6) 2017. On that day, patient tested positive for e. Coli in urine.  Patient also had a positive respiratory culture for e. Coli and extended-spectrum beta-lactamase (esbl) as well the next day. Patient's biopsy from left apex of the heart revealed diffuse myocarditis with giant cells, favoring giant cell myocarditis. Patient was given antibiotics for the urinary tract infection (uti) and respiratory infection then started on azathioprine and prednisone for the myocarditis. Patient remains in cardiovascular intensive care unit (cvicu) and is being monitored closely. No further information provided at this time.